Manufacturer narrative:
The pump alarmed a compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0 lbs due to a faulty force sensor resistor (gold). They were unable to perform a basic occlusion, occlusion, and excessive no delivery test due to a compromised force sensor system alarm. The pump passed the unexpected restart alarm test. There was no unexpected restart or blank display noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 177 mg/dl at the time of the incident. Customer stated that the drive support cap appeared to be normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.